Event description:
It was reported during a laparoscopic appendectomy the surgeon said the first firing was fine and second firing on mesh was very smooth, but, when instrument was opened there seemed to be many stapled not on the tissue and the cut line was oozing. This seemed unusual to the surgeon so they opened an er320 and clipped along the staple line for assured hemostasis. There was no pt consequence.

Manufacturer narrative:
Tracking #.47959. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly produced "staple line oozing" during surgery. The cartridge was returned fully fired and in good physical condition. No testing could be performed as the cartridge had already been fired.